Manufacturer narrative:
Physio replaced the device's membrane switch panel to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed membrane switch panel and determined a short circuit between socket 6 and socket 1 was the cause of the reported issue

Event description:
The customer contacted physio-control to report that their device powers itself on and the device remains on until the battery is depleted. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio found a faulty power switch in the lens assembly to be the cause of the reported issue. After proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powers itself on and the device remains on until the battery is depleted. There was no patient use reported with the event.